Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances reaching measurements of 2025 ohms which led to a lead safety switch (lss). The physician opted to keep the lead in service. No adverse patient effects were reported. This lead remains in service.